Event description:
Site reported the superdimension system would not initially detect the locatable guide. Case was completed using another locatable guide. There was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
Two locatable guides were returned for evaluation. One was found to be functional and is still under investigation and the other was found to be incompatible with the superdimension console system (B)(4) with application software versions 4.0-4.9. As a result of this evaluation, superdimension immediately quarantined all affected lots within the facility and proceeded to re-evaluate all complaints that may have resulted from this compatibility issue. The software malfunction with the use of certain locatable guides occurs during a procedure with the superdimension system and the locatable guide at the point of the procedure where the locatable guide is connected to the system. The system will not recognize the locatable guide as a compatible complaint. An internal corrective action was generated and a field correction was initiated on june 12, 2012 to deter any further field issues. No deaths, injuries or other serious adverse events have been reported as a result of this software anomaly.